Event description:
Report received from customer that the device went vent inop, in which the device stopped providing ventilatory support to the pt. Customer reported no pt harm as a result. The customer reported the venitlator alarmed during the event.